Event description:
The initial reporter received questionable na electrode results from 17 patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated the qc failed prompting the rerun of the patient samples. The following is an example of discrepant results for 1 patient sample: the initial na result was 134 mmol/l. The repeat result was 140 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and primed it. He also performed ion-selective electrode (ise) checks; replaced the vacuum and sipper nozzles; replaced and adjusted the sipper tubing; replaced and aligned the sample probe; performed flow path cleaning; inspected the tubing to the bulk reagents; verified the electrodes and plugs and performed additional ise checks with better results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. Based on the information provided, the event's cause could not be determined.